Event description:
Information was received indicating that a patient was connected to the day smiths medical cadd-legacy duodopa ambulatory infusion pump the entire night and the patient subsequently received too much medication. It was reported that the day pump was programmed as follows: continuous dose 5.5, extra dose 3.5, morning dose 0.0; and the night pump was programmed as follows: continuous dose 2.3. Per reporter it was unknown how soon into the infusion the incident was noted and the approximate volume that was accidentally infused is unknown. It was reported that the patient was hyperkinetic and was disconnected from the pump and per reporter "patient is able to know when he needs the pump again." It was unknown if there was any patient or clinical injury or if any medical treatment was provided.